Event description:
It was reported to philips that the system was unable to perform cine at certain angles. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary procedure. The procedure was completed with fluoro only. It was reported to philips that the system was unable to perform cine. Review of the log file shows xray tube current is out of range. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the cine function is not working, displaying a tube problem message. To resolve the issue, fse checked both large and small filaments, mains resistance was set to limit for the system with ups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.